Manufacturer narrative:
Concomitant products: product ID: 8578, lot# hg19yka02, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Product ID: 8709sc, lot# n301063015, implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 25-aug-2018, UDI#: (B)(4); product ID: 8709sc, serial/lot #: (B)(4), ubd: 25-aug-2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving baclofen(2000 mcg/ml) at 600 mcg/day after dosing adjustment with catheter revision via an implantable infusion pump for the treatment of intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the patient had symptoms of withdrawal. The patient also had swelling at pocket. The healthcare provider (hcp) noted incision to be filled with fluid and located a hole in the catheter that he believed had created during the most recent catheter revision on (B)(6) 2018. The catheter was revised on (B)(6) 2018. There was no environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved and patient status was alive with no injury at the time of the report. No further complication was reported